Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible loss of capture on current electrogram. It was also reported that the right atrial (ra) his bundle lead exhibited under-sensing on recorded arrhythmia. Both rv lead and ra his bundle lead remain in use. No patient complications have been reported as a result of this event.